Event description:
It was reported that the device stopped in the middle of the case. No patient injuries nor delay were reported. There was no back-up device.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of stopping during performance could not be reproduced. Product failed functional testing with hand piece error. Cause of hand piece error is a stuck left button when inserted into mdu port. Cause of stuck button is corrosion of button assembly. The complaint of stopping during performance was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.